Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle assembly vaultlock glenoid guide handle broke off. This was discovered during an anatomic shoulder replacement with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force during use. The complaint allegation was not confirmed, and no evidence of the failure was received.